Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient received inappropriate shocks due to lead noise. Lead damage suspected. The lead was replaced.